Manufacturer narrative:
The field service center replaced the power board to correct the reported problem.

Event description:
It was reported that the ventilator reset many times with an audible alarm during testing. The ventilator was not connected to a patient when the reported problem occurred.